Event description:
The t-peel sheath broke off inside patient. Rep and physician checked remainder of t-peels and they were all just as brittle.

Manufacturer narrative:
The device involved in this complaint was not available for evaluation. The actual device was not available for evaluation. Retain samples from the same lot number were visually inspected and no problems were identified. Chemical analysis of sheaths was previously conducted, and the test results suggested that the cause of the failure was not due to any manufacturing defect or difference in processing. A CAPA has been initiated to further investigate what might cause a sheath to become brittle. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.